Event description:
The customer reported the navigation ring did not work properly. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service provider (asp) determined the front bezel needed to be replaced. The front bezel was replaced; testing was performed and passed. Previous investigations have shown that the root cause of the nav-ring failures was determined to be liquid ingress due to the variability of the assembly process.